Manufacturer narrative:
There is no reported impact to the patient or procedure at the filing of this report. Based on our reportable decision assessment, the user facility reported to the FDA in which it was determined that the severity of this issue calls for an MDR.

Event description:
A patient with a history of epilepsy was taken to the operating room to remove the bilateral intracranial depth electrodes, which were being used for long-term seizure monitoring. A post-surgical CT showed three bolt tips were broken and had been left in the skull.

Event description:
A patient with a history of epilepsy was taken to the operating room to remove the bilateral intracranial depth electrodes, which were being used for long-term seizure monitoring. A post-surgical CT showed three bolt tips were broken and had been left in the skull.

Manufacturer narrative:
There is no reported impact to the patient or procedure at the filing of this report. Based on our reportable decision assessment, the user facility reported to the FDA in which it was determined that the severity of this issue calls for an MDR. Updated 04/10/2025: several attempts were made to gather more information. The customer is not willing to supply any other information for the report filed for their incident with our bolts. The complaint will be closed with no established root cause of corrective action at this time.